Event description:
During a service evaluation at the user facility the tip of the device broke off. There was no medical intervention needed and no significant procedural delays. There was no associated procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
During a service evaluation at the user facility the tip of the device broke off. There was no medical intervention needed and no significant procedural delays. There was no associated procedure.